Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the events ¿foreign material adhered to arm cover¿, ¿foreign material was in lg-lens¿, were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material could not be removed by reprocessing because the material adhered to a place other than outer surface of the device. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that there was no physical damage or leakage at the arm cover. There was no report that the device was used for procedure while the event occurred. The suggested event 2 can be detected by handling the device in accordance with the following instructions for use (IFU): IFU states methods of detection in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the albarran lever was broken on the evis exera iii duodenovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: distal end had foreign material, inside of light guide lens had discoloration. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed at the repair center. Due to cut on the forceps elevator wire, forceps elevator could not move smoothly. The evaluation also found the distal end had residual liquid due to poor reprocessing. The distal end had corrosion inside the arm cover. Additionally, inside of the light guide lens had discoloration and signs of corrosion likely due to wear and tear. The grip, right/left knob, up/down knob, and the switch box had scratches. The air/water cylinder and suction cylinder had no color. The adhesive around the bending section cover had a chip. The label on the suction connector and the connecting tube coating were peeled off. The connecting tube had a cut. The light guide lens had a crack, the cover of the light guide bundle was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.